Event description:
A cord on an electrosurgical device caught fire during a surgical operation. The olympus bovie cord, was connected to an electrosurgical unit. During the operation, a surgical tech noticed a flame coming from bovie cord at the end which was connected to the electrosurgical unit. The surgeon used a towel to grab the cord and extinguish the flame. The electrosurgical device and defective cord were sent to biomedical engineering for further examination. The unit was tested for electrical safety and all modes of operation. It performed normally and was returned to the o.r. For use. The defective active electrode cord is being retained by biomedical engineering for possible later examination by the manufacturer. This active electrode cord has been used many times and had probably exceeded its life expectancy. The constant flexing of the wire surely contributed to the break in the wire thus allowing a spark to ignite its insulation. There was no harm to the users or patient.